Event description:
It was reported to boston scientific corporation that during a procedure using an uphold vaginal support system, the capio device "failed" (specifics unknown). The procedure was completed with another uphold vaginal support system. All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.